Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo 12.1 implantable collamer lens of -3.5/1.0/091 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged with a longer length lens and different axis lens due to refractive surprise. The problem was resolved. Cause reported as unknown.